Event description:
It was reported that during the implant procedure, upon slitting the inner catheter, the guidewire could no longer be passed through the lead lumen. All electrical values of the lead were good and stable. The lead was implanted successfully. No patient symptoms were reported.